Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother stated after filling the pod with insulin and placing it on their arm the cannula did not deploy, indicating a needle mechanism failure. The mother further reported that the cannula was visible upon removal of the pod and stated the cannula fell out of the pod.

Manufacturer narrative:
The device was received for investigation fully deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No damages or defects were found that would result in the cannula not being deployed. Evaluation of the soft cannula found no damage. The cause of the reported event could not be conclusively determined.